Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The medium-large clip applier has been returned and evaluated by the failure analysis team. The instrument was found to have two 2 bent grips, causing them to be misaligned. The offset at the tips was 0.22mm. The grips were not found to be cracked. The finding is related to the customer complaint. Probable root cause of the failure mode bent instrument grips-tips are attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, clip applier would not hold a clip. Customer tried several time with new clips and seemed like tines won't close. The procedure was completed with no reported injury. Intuitive obtained the following information: the incident occurred when the surgeon attempted to clamp around a vessel. The clip would not close/lock into place. The clip applier looked like it was closing properly, but the clip wouldn't close/lock into place. There was no unexpected motion. Issue occurred on the first clip application. The surgeon was given another clip on a different clip applier and it worked just fine. I took the instrument down to our shipping department with the label I was emailed within minutes of submitting the return and receiving the shipping label via email. There are no photos/videos